Event description:
Dexcom was made aware on 08/02/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with itching and redness extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. This report is to capture the 1st skin reaction in which each event has similar details and treatment but occurred on two different sensors. Per follow up with the patient on (B)(6) 2024, the reaction was treated with a prescription of oral medication; antibiotics, strong cortisone, flu foxt 5. The patient used over the counter sticker barrier (cutiderm) as barrier product but it did not helped to minimize or prevent the skin reaction. They did an allergies test that took one month to give the result back, it was a suspected bacterial infection but not confirmed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 1 of 2 reports of skin reaction in which each event has similar details and treatment but occurred on two different sensors. Please see related records (B)(4).